Event description:
The patient rec'd two leads with the same lot number. It was reported the patient had fallen on the ice, and since the fall the stimulation was erratic. The patient reported she was unable to adjust the stimulation properly. The patient met with the physician and rec'd x-rays which showed the lead had migrated. The physician opted to reposition the lead on 03/06/2014. It was reported the patient was receiving effective stimulation coverage due to the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.